Manufacturer narrative:
This is a report of use error in which there were air in line alarms because of air bubbles in the line due to improper priming of the line. The product label provides instructions on how to properly invert and tap the backcheck valve and y-site while priming the set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set had air in the line during priming. The priming technique was reviewed and determined that the customer was not inverting and tapping the backcheck valve and y-sites. There was no patient involvement. No additional information was provided.